Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) and plasma hemoglobin which although likely unreliable, were severely elevated. The repeated labs returned normal and there was no major suspicion of thrombus in the log file. There were no unusual events recorded in the log file event history and mcs equipment was operating as intended. Additional information reported that the patient was admitted on (B)(6) 2021 and developed sepsis and a mrsa bacteremia infection on (B)(6) 2021. The patient was given vancomycin and cefazolin and trending white blood cells. A repeat chest/abdomen CT was done for monitoring of changes, patient was afebrile, had down-trending leukocytosis, was off of pressors, and seems to be improving.

Event description:
The source of the sepsis/bacteremia was reported to be likely the lungs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files showed the pump operating as intended at the set speed. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, sepsis, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.